Manufacturer narrative:
Patient history buffer and pod manager history data from the cloud were downloaded for the date of occurrence (B)(6) 2025. User initiated log files were not uploaded to the system. Inspection of the cloud data shows that six different boluses were delivered on the date of occurrence. The boluses were spread out by at least 2 hours each and no instances indicate that 2 boluses were delivered at the same time. Inspection of the patient history buffer indicates the pod delivered the expected amount of pulses for each bolus recorded as well. Although no indication of two boluses being delivered was shown in the cloud data, it could not be conclusively determined whether the omnipod 5 app data was displaying the correct bolus information. The exact cause of the reported event could not be determined. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone17.1 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they experienced an unrequested bolus at the same time as a scheduled bolus from their omnipod 5 application. There was no reported impact on the patient's blood glucose levels.